Manufacturer narrative:
Concomitant medical products: product ID: 8709sc lot#, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Per a follow up visit note from (B)(6) 2013, it was reported that the patient had a ¿recent¿ hospitalization after narcotic withdrawal when her pain pump went dry. While specific date ranges were not provided it was noted the patient was in the hospital on (B)(6) 2013-. She was successfully refilled and continued to use the pump. The device system was used to deliver sufentanil, baclofen, bupivacaine and clonidine. No further information related to the event was provided. Additional information has been requested, but was not available as of the date of this report.